Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that initial implant of the left ventricular (lv) lead was difficult, but stable toward the end of the procedure. Four hours after the procedure, the lead exhibited no capture on any poles. A chest x-ray showed that the lead had a micro-dislodgement. It was noted that one vector measured high threshold. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.